Event description:
It was reported that during a lap anterior resection procedure, the harmonic was screwed on correctly and tested fine. The device worked fine for about 10 minutes and then when activated again, it failed to work and a solid tone noise was made by the generator. It was cleaned and retorqued and still wouldn`t work. A new handpiece was tried, but this didn`t work. Eventually a new device was put on, and this worked fine. Another device was used to complete the procedure. Procedure prolonged 10 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). The device (a)was returned with the tissue pad missing and with the blade gouged. Possible causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade lockout later in the procedure. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue of the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process. Possible causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade lockout later in the procedure. The device (b) was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked the device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b batch f9gl8r, mfg date 5-4-09, exp date 4-4-14.